Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse)examined the system remotely and confirmed that the customer was unable to fluoro due to the footswitch not working properly. Upon functional testing, rse was unable to replicate the issue reported and the logs did not show any errors. It was agreed to monitor the device. Customer called back and informed that still not able to fluoro intermittently. Rse reviewed the logs and identified possible double tapping on the footswitch. Rse called back the customer and informed about the findings in the log. The device was operational as philips remote service engineer was unable to replicate the issue. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the customer was unable to fluoro due to the footswitch not working properly. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) inspected the device onsite and was unable to replicate the issue reported and the logs did not show any errors. It was agreed to monitor the device. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.